Event description:
Pt had made a sourdough bread and had three pieces on (B)(6) 2024. Later in the day, he was feeling ill, his stomach hurt. Pt went to a concert that night. He called and said he was feeling ill still and felt like vomiting. Halfway through the concert he vomited 3 times. He said, he was going out to seat in the car and wait on other persons to show up after concert. He called me (mother) and said he vomited 2 more times was trying to drink water because he was very thirsty and very tired. On the way home he had to stop 2 more times to vomit. I told him to check his blood sugar and he said it was food poisoning from the bread he ate. But the time he made it home he was incoherent and in and out of consciousness. I rushed him (mother) to local hospital, and they started and IV right away and check his blood sugar reading and it was way high. The "freestyle libre sensor he had on was not reading correctly. It may not a good think his blood sugar had been fine and having no issues for this to happen. They got him stabilize and transported him to (B)(6). Where he was admitted until he was released. Now he has medical bills and is worried on how to pay these. Could you please help him through this. This problem was not his fault it is the company product issue. It could have killed him if I wasn't around. I am asking for a response from you all, please. If you need additional information, just call (B)(6). If I don't hear anything from you all in a month I will call. Just asking is there anyway or how I can get help on medical bills. Been he was in ICU and anticipated by ambulance medical bills are coming in and he is struggling to pay. I know they can help in some way to do medical device follow. This problem is not his fault and asking for help. He was using product to read blood sugar readings for diabetes. I don't know what this number is, so I am writing all number on box (B)(4). If need more info, call - (B)(6). If you cannot reach (B)(6) you can also reach mother who is actually filling out this form. (B)(6), email (B)(6). This is a big concern to me as this is the only problem he has had with his blood. He was diagnosed in 2009. He was 15 when diagnosed and was in diabetic dka w/ blood sugar over 1000. This time was the same way but sensor failed to read correct reading.